Event description:
The user facility reported that water was leaking from their reliance synergy washer. No injuries or procedural delays/cancellations were reported. Some ceiling tiles on the lower level were damaged.

Manufacturer narrative:
The steris service technician returned to the user facility to make repairs to the unit, ran a test cycle and confirmed the unit was operational. No further issues have been reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a crack on the sump, just under the steam coil outlet. The technician is scheduled to make repairs to the unit.